Manufacturer narrative:
Additional information provided. This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received on (B)(6) 2019: the reporter states the vitrectomy probe's cutter and aspiration did not operate during a procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe's cut function was not working properly during a procedure. The status of the aspiration was not known. The product was replaced and the procedure was completed. There was no harm to the patient.